Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer no longer sees the backlight on the arrow keys customer mentioned that she noticed that when she did a bolus light goes off on her pump screen and when she press a button it will light up again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with the backlight functioning properly. No missing segments, partial display or backlight anomaly noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).